Event description:
It was reported that a kink was observed in the inlet tube just above the meter and hence urine did not flow. Per investigator notification received on 03dec2021, it was confirmed that the actual event was not kink, but breakage of the connection between the inlet tube and the meter.

Manufacturer narrative:
Bd has determined this event as not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a kink was observed in the inlet tube just above the meter and hence urine did not flow.